Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the system shutdown, experienced an abnormal reboot due to a critical failure during CPR (cardiopulmonary resuscitation) training. Based on the information provided, the customer replaced the capacitor with a new dfm100 capacitance assembly as a preventative measure. The device was then sent for bench repair, and the bench repair technician identified a defective therapy board and replaced it with a dfm100 therapy assembly. The software was upgraded from version 2.00.21 to 2.00.23, configurations were restored, and both a functional check and a safety test were conducted. The device passed all functional testing and was returned to the customer. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was due to a defective therapy board. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The bench repair technician replaced the therapy board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 system shutdown due to a critical faillure during CPR training, abnormal reboot. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.